Event description:
It was reported that technical services (ts) was contacted to discuss programming options for the patients minute ventilation (mv) and accelerometer rate response. The patient's heartrate was sometimes increasing too quickly and sometimes not at all. Ts discussed the rate response settings and made programming recommendations. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that technical services (ts) was contacted to discuss programming options for the patients minute ventilation (mv) and accelerometer rate response. The patient's heartrate was sometimes increasing too quickly and sometimes not at all. Ts discussed the rate response settings and made programming recommendations. The device and leads remain in service. No adverse patient effects were reported.